Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level. Cause was continued resume insulin alarms. Bg value not provided. Manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.